Manufacturer narrative:
The device was received for evaluation with 68 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was observed during an unspecified process step. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.